Manufacturer narrative:
.

Event description:
It was reported that during follow up, inappropriate therapies were observed due to noise. Increased pacing lead impedance was also noted. The lead was capped.